Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the complaint is confirmed as the attached x-rays could be verified as the tfna helical blade is migration / cut out. We cannot determine the exact root cause of the complained issue "implant migration". Finally we are based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that there was a complication during the healing process that caused this problem. Postoperative activities of the patient and a possible instability of the fracture situation (poor bone density as reported) may have played a certain role, too. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Manufacturing location: monument, manufacturing date: feb 03, 2020, expiration date: jan 01, 2030, part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile, lot number: 39p6395 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns500294058 rev a met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17249 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed as the reported complaint condition of ¿removal and replacement with bha implants due to cut-out¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review. Jan 05, 2021: DHR reviewed . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient experienced post-op cut-out with turning. On (B)(6) 2020 the patient had the initial tfna surgery for an intertrochanteric fracture of the femur. During the surgery the restoration position could not be obtained, and the surgeon inserted the blade downward. After the surgery, the cut-out occurred. On (B)(6) 2020 the patient underwent a removal procedure. The tfna implants were removed and the bone head was replaced with bha implants. The implants were successfully removed. Patient outcome was unknown. Concomitant devices reported: tfna helical blade l85 tan (part number 04.038.285s, lot 35p2601, quantity 1). Lockscr ø5 l34 f/nails tan light green (part number 04.005.524s, lot 6l91550, quantity 1). Tfna end cap extens. 0 tan (part number 04.038.000s, lot 65p2694, quantity 1). This report involves one (1) 10mm/125 deg ti cann tfna 200mm - sterile. This is report 1 of 4 for (B)(4).